Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that, "when the customer performed PICC catheter placement, after opening the catheter package, the normal saline pre-flushing catheter was drawn with a 10ml syringe to determine the integrity of the catheter, but it was found that there was a leak at the front end of the catheter during the pre-flushing process, and a small hole was found at the front end of the catheter when the guidewire was withdrawn."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. The product returned for evaluation was a 3fr single lumen groshong catheter with an inlaid stiffening stylet. No obvious evidence of use residue was observed. An attempt to flush the catheter with water using a 12ml syringe revealed a leak distal to the 5cm depth marking. Microscopic inspection of the leak site revealed a ¿c¿ shape tear in the catheter. The catheter was dissected which revealed damage on the inner wall of the catheter that was a similar shape to the damage on the outer wall of the catheter. The features of the damage observed on and within the catheter shaft suggest the damage was most likely caused by manipulation of the stiffening stylet within the catheter prior to flushing the catheter or compression of the catheter with the stylet still inserted. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that, "when the customer performed PICC catheter placement, after opening the catheter package, the normal saline pre-flushing catheter was drawn with a 10ml syringe to determine the integrity of the catheter, but it was found that there was a leak at the front end of the catheter during the pre-flushing process, and a small hole was found at the front end of the catheter when the guidewire was withdrawn."